Manufacturer narrative:
Follow up report #2 incorrectly read (B)(6) 2011. The correct date received by manufacturer is (B)(6) 2011.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Some of the readings the customer reported were found in meter memory.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1024218) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's family member reported receiving readings of 73mg/dl, 247mg/dl, 107mg/dl, 118mg/dl, 53mg/dl and 66 mg/dl on (B)(6) 2011 that they perceived as erratic, however none of the readings were obtained within 10 minutes, hence are invalid for comparison. The caller further reported her mother was "acting strange" as she was "sweaty, pale, dazed, confused" when she called paramedics. The customer reportedly "was given a shoot of something and she ate peanut butter " to counteract the event. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.